Manufacturer narrative:
An event of device migration, coarctation, device removal, ductus spasm anuria, acidosis, ischemia, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 4-2 amplatzer piccolo was implanted in a (B)(6) old (B)(6) patient in the intraductal. The patent ductus arteriosus (pda) has a minimum diameter of 2.9mm, a length of 10.0mm and aortic ampulla of 3.4mm diameter. Post procedure echo showed possible device migration, in which superior portion of aortic disc may be protruding into the aorta, creating a gradient. On (B)(6) 2019, the physician determined that the device may be creating a coarctation and wanted to remove the device. The amplatzer piccolo occluder could not be retrieved using a transvenous antegrade approach. A decision was made to remove the device from the aortic side using retrograde access from the right femoral artery with a merit prelude 4f system, in which the device was successfully snared and removed. It was observed that the ductus has spasm down post device explantation. After 45 minutes, the ductus remained spasm and was closed. Four hours post procedure, the patient had anuria and became acidotic with right foot ischemia. The patient also developed right arm and left leg ischemia and continued to decline clinically and eventually expired on (B)(6) 2019.

Manufacturer narrative:
Additional information for date received by manufacturer, adverse event, if follow-up, what type?, additional manufacturer narrative and/or corrected data. Correction information for common device name.